Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette not attached" error. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H2) correction: d3 manufacturer establishment name corrected. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was put through a downstream occlusion (dso)/upstream occlusion (uso) test and latch/lock test, and the latch/lock test failed. The cause of the customer reported issue was the latch/lock sensor had a failure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch/lock sensor, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.